Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced severe hyperglycemia with a blood glucose of 500 mg/dl soon after starting a new infusion site on the ilet, and upon removal the infusion cannula was observed to be bent; the user discontinued pump use and transitioned to backup multiple daily injections. Symptoms included elevated blood glucose consistent with hyperglycemia. Outcomes included interruption of device therapy and use of alternate therapy. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed evidence of an infusion set insertion or occlusion issue as indicated by the bent cannula, with no additional device performance anomalies reported. It was concluded that the event was related to an infusion set issue and the cause was unclear for the pump itself; the user was switched to a different infusion set type and plans to resume therapy. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.